Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way foley catheter. Visual inspection of the sample noted inflated the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no holes or leaks observed. The drainage funnel was flushed with the solution and no holes or leaks noted. With syringe attached the balloon rested for 30 minutes without leaks and passively deflated with no issues. The reported failure could not be reproduce. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that on the 5th day after placement, there was rupture in the middle of foley catheter. Per follow-up information received from ibc on 16dec2021, stated that although this event was reported as the catheter was broken, there was no visible damage to the returned sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the 5th day after placement, there was rupture in the middle of foley catheter.